Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The device was returned for evaluation and the investigation is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model atg80166 pta balloon dilatation catheter allegedly experienced material rupture. The information was received from one source. The malfunction involved an (B)(6) female patient weighing (B)(6) with not reported consequences.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for balloon rupture and frayed balloon material. The definitive root cause could not be determined based upon available information.the device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model atg80166 pta balloon dilatation catheter allegedly experienced material rupture. The information was received from one source. The malfunction involved an 80 year old female patient weighing 118lbs with not reported consequences.